Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: batch # a9dk1k. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished psee45a, with lot/batch number a9dk1k, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic lobectomy surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.